Manufacturer narrative:
The investigation of the photo of the device was completed by the failure analysis lab on 10/3/2019. Device evaluation summary:. According with the information it was reported that during the procedure the prosthesis was broken. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the sample was found ruptured. No other anomalies were noted. The photos do not provide enough evidence to determine root cause. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, pictures from the discarded implant will be sent for investigation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 550cc mentor smooth round high profile memorygel breast, catalog: 3505504bc, lot: 6723399, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a 550cc mentor smooth round high profile memorygel breast prothesis experienced right sided rupture post procedure. The rupture was confirmed during replacement surgery. As a result, the patient underwent removal and replacement with natrelle (non-mentor) breast implants on (B)(6) 2019.